Manufacturer narrative:
The patient had an identical lead that could also have been involved with the event. Please see below: concomitant medical products: product ID: 3389s-40, lot# va01pn5, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the cap on the skull could be seen and was exposed. A tiny piece of wire was exposed because the patient kept playing with it and picking it. The healthcare provider (hcp) took everything out, noting there was no infection. Eventually a new implantable neurostimulator (ins) and leads were implanted. The patient's indication for use was movement disorders.